Event description:
It was reported that a catheter issue occurred. The target lesion was a chronic total occlusion (cto). The opticross 6 hd imaging catheter was selected for ultrasound examination of the lesion. During the intravascular ultrasound (ivus) run and pullback, the catheter twisted and kinked around the non-boston scientific (non-bsc) guidewire, gripping the non-bsc stent that had recently been placed. This caused the non-bsc stent to stretch and retract back into the aorta. In the physician`s opinion, the ivus catheter deformed and destroyed the non-bsc stent. As a result, the physician had to snare the non-bsc stent and remove it from the body because the ivus had twisted around it. The procedure was completed using an alternate device.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath and the imaging window were kinked. The guidewire exit port was damaged, but the distal section of the tip was in good condition. Also, the imaging window appeared flattened and kinked. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Media provided by the client did not show evidence of the reported issue; it only showed the coiled stent and the device used to remove it.

Event description:
It was reported that a catheter issue occurred. The target lesion was a chronic total occlusion (cto). The opticross 6 hd imaging catheter was selected for ultrasound examination of the lesion. During the intravascular ultrasound (ivus) run and pullback, the catheter twisted and kinked around the non-boston scientific (non-bsc) guidewire, gripping the non-bsc stent that had recently been placed. This caused the non-bsc stent to stretch and retract back into the aorta. In the physician`s opinion, the ivus catheter deformed and destroyed the non-bsc stent. As a result, the physician had to snare the non-bsc stent and remove it from the body because the ivus had twisted around it. The procedure was completed using an alternate device.